Manufacturer narrative:
An investigation of the reported event found that the reported malfunction of a non-lumenis fiber connector overheating was similar to a device malfunction that resulted in a potentially harmful situation (MDR# 3004135191-2017-00024). Because the company is aware that this malfunction was alleged to have caused or continued to a serious injury this event represents a reportable malfunction. A lumenis technical specialist evaluated the performance function of the subject device laser system concluding the system performed to manufacturer's specifications. Subject device malfunction is not the suspected root cause of the event reported. Although no injury was reported, and although there is no evidence that a lumenis product had malfunctioned in this event, lumenis is reporting this event since a lumenis laser system was a contributory part of the adverse event. The user facility had confirmed that manufacturer of the non-lumenis fiber had been made aware of the fiber issue.

Event description:
A user facility reported that during use of their lumenispulse 30 laser system with a non-lumenis fiber, the fiber failed and needed to be replaced. The nurse went to change the fiber to a bigger fiber and the nurse's fingers were burned on the fiber connector. Not a serious burn, and no medical intervention was required to preclude serious injury. The patient's procedure was completed using another fiber.